Event description:
The customer reported that the battery was not being detected on this unit. Failure of battery detection would prevent the unit from powering up.

Manufacturer narrative:
The customer reported that the battery was not being detected on this unit. Failure of battery detection could prevent the unit from powering up. There was no patient involvement. A philips field service engineer went to the customer site and verified the failure, the unit failed to detect this battery. He determined that the battery had failed. The customer replaced the battery which resolved the reported failure.